Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with diabetic ketoacidosis. The reporter was unable to provide a specific blood glucose level, or any treatment the patient received while hospitalized. Customer technical support has attempted to contact the reporter, but has been unsuccessful in doing so. If additional information is gathered about the issue a supplemental report will be filed. This complaint is being reported based on the allegation that the patient was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributing factor.